Manufacturer narrative:
The codman disposable perforator was returned for evaluation: device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis- the perforator unit was inspected using the unaided eye. The unit received was lightly soiled, but no other anomalies were observed. "IFU" testing procedure was performed with no observed anomalies. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. In the failure analysis that was performed, the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the codman disposable perforator failed to disengage during cranial surgery for a sta-mca bypass resulting in dural damage and brain contusion. The device failed to disengage while making the first burr hole at the tentorium. The manufacturer of the drill used with the perforator was anspach (serial; unknown). Another product was used for the procedure. The postoperative patient condition was good. It is unknown if the drill was electric or pneumatic, it is unknown if the perforator clicked into place in the drill, and it is unknown if the recommended spring tests were being performed between each burr hole. No further information was provided by the hospital.